Event description:
Recipient of a depuy pinnacle metal-on-metal hip joint on the left side in (B)(6) 2005 due to congenital dysplasia. Had the right hip replaced in 1995 with a metal on plastic joint and no problems exist in that hip. The left hip never seemed to heal, the pain progressed over the next six yrs while my original surgeon sent me to multiple doctors seeking to find some reason, it seemed, other than a failure of the metal joint. Ultimately, when I could no longer walk and was hospitalized for severe and intense pain, my original surgeon performed a revision on the left hip on (B)(6) 2011, replacing it with a plastic on ceramic joint. I had become, by that time, severely addicted to narcotic painkillers provided by my surgeon and it has taken me all this time to heal, get off the drugs and now, finally, file this report.